Event description:
The reporter indicated that the device is programmed to the aai mode with adequate capture seen on 12l ECG. Bipolar impedance is 2317 ohms. When the magnet is placed on the device, capture is lost.